Manufacturer narrative:
The patient was treated with negative pressure wound therapy during the (B)(6) 2010 to (B)(6) 2013 time period. It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined tha the alleged "application trouble" or partial necrosis is related to v.a.c. Therapy. This report is being filed due to possible user error. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.

Event description:
The following was reported to kci by the kci kk representative: at the 57th annual meeting of (B)(4) of plastic reconstructive surgery, the physician reported during the time period of (B)(6) 2010 to (B)(6) 2013 (exact date of event were not provided), v.a.c. Therapy was used as a bolster dressing post skin graft placement. A patient experienced "application trouble" while on v.a.c. Therapy that allegedly caused partial skin necrosis. No additional information is available. The unit's type or serial number was not provided, therefore, kci cannot conduct device evaluation of the unit.